Event description:
Freestyle libre 2 sensor was inaccurate. Patient reported that the sensor would register 70 points lower than a finger stick; reported by hcp did consent to follow up (B)(4) patience s office phone number: (B)(6).